Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that following a scheduled generator check, the architect ups system would not power back on. When attempting to cycle power to the ups, the customer noted sparks and smoke coming from the ups system. There were no injuries reported. Field service was dispatched to inspect and service the analyzer.

Manufacturer narrative:
(B)(4).